Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During release, the prosthesis blocked. "As per cc form": customer opened the sealed package and removed system from the plastic package without problem. The stent seemed ok without external damage. After the sphincterotomy made with tri-30m customer decided to use the stent. They checked that the blue button was in good position in introduced the stent threw the operating channel. The scope was in good position not too much bending. The stent was introduced into the biliary duct without pb and was ready to deploy. When the nurse pressed the system for deploying the stent the doctor said that nothing happened. Stent couldn't be deployed but the red mark on the top of system moved. There were not difficulties then she presses' the system. Dr decided to remove all the system excepted guide wire. They checked the device, and stent was still inside the catheter. Took another new cook stent and could finish examination without problem. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal. 2. What endoscope type and channel size was used? 4.2. 3. What was the position of the elevator? N/a, open, closed no. 4. Details of the wire guide used (diameter, type, make)? Boston jagwire 0.35. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no. 7. Please advise the anatomical location of the intended target site. Biliaru duct. 8. How long was the stent in the patient by the time this complaint occurred? Full. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no. 12. What intervention (if any) was required? They used another cook stent. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Nc. 2. Where was the stricture located in the body? Biliary duct lower part. 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no. 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no. 5. Was the stricture dilated before stent placement? N/a yes, no. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? N/a, yes, no. 2. Was resistance felt during insertion into patient? N/a, yes, no. 3. If yes, at what point? Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other. 2. If other, please specify. 3. Was the directional button pressed during use? N/a, yes, no. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no. 5. Was the yellow marker kept in view during deployment? N/a, yes, no. 6. Are images of the device or procedure available? N/a, yes, no. Questions related to during introducer withdrawal: 1. Are images of the device or procedure available? N/a, yes, no. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no. 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no nc. 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no nc. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices): 1. What instrument was used for stent repositioning / removal? Forceps, snare, other. 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no. 4. If yes, please when this was felt? Advancement or deployment. 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning the attached form and below additional information. Thank you.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2202331 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 13th of nov 2024. On evaluation of the device, the following was observed: visual inspection: protective tube returned with the device. Red safety tab not returned. Directional button is in the neutral position. Red shuttle on 19th dimple (past ponr) safety wire returned in place. Stent is returned partially deployed. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Stent cannot be deployed. Handle opened to internally inspect device. The outer sheath separated from shuttle cap. All cogs of handle intact. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that resistance from a tight stricture resulted in high deployment force, which led to the sheath tube separating from the shuttle cap, as a result of this the stent could only be partially deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. From the information provided, the procedure was completed using another stent.

Event description:
A supplemental report is being submitted due to completion of the investigation on 21-nov-2024.